Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble anomaly. The customer reported insulin was transferred from the vial to the reported reservoir, and the piston was attempted to be removed, but it did not came off, and a lot of air bubbles entered. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.